Event description:
It was reported that the catheter was in place for 72 hours, at which time the female patient was at home and had been told to remove the catheter at the end of the treatment period. The patient was unable to remove it and went to the emergency room. In the emergency room, a physician and an anesthesiologist were unable to remove the catheter. They conducted a CT scan and then admitted the patient for a successful surgical removal of the entire catheter. The placement of the catheter was in the patient's neck. There were no other complications or injuries to the patient. The outcome for the patient was a successful removal of the catheter.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.